Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.

Event description:
The customer reported via phone call that the they do hear fluid when shaking the insulin pump. The customer¿s blood glucose was 146 mg/dl at the time of incident. Customer stated that they see fluid under the lcd. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.